Manufacturer narrative:
Corrections: h10 a supplemental report is being submitted for corrections and device evaluation. H10 additional products model # corrected from 1650de to 1650 and catalog # corrected to 1650. Product event summary: three batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. Review of the available autologs report revealed four power disconnect alarms logged since (B)(6) 2021 involving (B)(6); however, the cause of the power disconnect alarms could not be confirmed since raw controller log files were not available for analysis. As a result, the reported event was confirmed. The batteries (B)(6) were lubricated prior to release. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 22-jul-2019. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported power disconnect alarms could be attributed, but not limited, to communication errors between the controller and batteries. Additional products: d4: model #: 1650 / catalog #: 1650 / (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 d4: model #: 1650 / catalog #: 1650 / (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system battery , medical device: model #: 1650de / expiration date: 30-sept-2021 / serial# (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 29-sept-2020. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system battery, medical device: model #: 1650de / expiration date: 30-nov-2019 / serial# (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 17-nov-2018. Labeled for single use? No. (B)(4) . Additional information has been requested regarding the log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries had power disconnects leading to a loss of power to the controller. The batteries were exchanged. No patient complications have been reported as a result of this event.